Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial/ batch: (B)(6).

Event description:
It was reported that the patient had inadequate pain relief and discomfort at the implant site. The patient underwent an explant procedure where all devices were removed and nothing will be return.